Manufacturer narrative:
Investigation results: visual investigation: the investigation was carried out visually and microscopically. The fracture of the nail is located in the area of the bore hole for the targon pft telescrew. The breakage surface, especially of the proximal part shows visible arrest lines. Arrest lines are typical indication for a dynamic fatigue fracture. Depending on curvature of the arrest lines it is possible to identify the crack direction. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.

Event description:
It was reported that there was an issue with kf023t - targon pft nail 10x220mm 130°. According to the complaint description, the the targon nail was revised on friday, (B)(6) 2020. It was determined intraoperatively that the nail (art. No.: kf023t) broke in the upper shaft area at the level of a screw hole. The patient did not fall and had no accident. Implantation date: (B)(6) 2020. In (B)(6) 2020, the patient had suffered a pertrochanteric femur fracture, which was treated with a targon pft. Now the patient presented with increasing pain and a broken nail to change it. A revision surgery was necessary. Additional information was not available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).